Event description:
When preparing an emergent dose of humate-p for a patient, the blue spike on the mix2vial device broke off with minimal pressure. As such, the spike did not puncture the vial of the medication. This issue occurred with multiple spikes and caused a delay in medication preparation. After the event, the manufacturer stated that they could not send extra mix2vial devices to have on hand in case this happens again in the future (case submitted to the manufacturer (qe-100119). This issue occurred on (B)(6).